Manufacturer narrative:
Follow-up #1: date of submission 20-aug-2019 device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: during investigation, the pump was returned with a dim/pink display, text is very difficult to read. A test display was installed in-order to program pump for delivery testing and all other required testing. The pump passed all required testing for delivery accuracy, black box and alarm history show no evidence of delivery malfunctions. The basal total daily dose was inconstant due to user running temp basal programs and manually suspending deliveries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 23.4 mmol/dl with polyuria, polydipsia and dry mouth associated with an alleged display issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the display was dim and discolored and the patient could not safely read the display screen. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged display issue.